Manufacturer narrative:
H6. The clinical signs code in initial MFR report 0003015876-2021-01959 was incorrectly listed as cardiac arrest. This code has been corrected to no clinical signs, symptoms or conditions. Additionally, the results code was incorrectly listed as no device problem found. This code has been corrected to operation problem identified.

Event description:
The customer contacted physio-control to report that their device showed dash lines in paddles. Manipulating the monitor the rhythm began to appear again. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. The customer advised physio-control that the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Physio-control evaluated the customers device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device showed dash lines in paddles. Manipulating the monitor the rhythm began to appear again. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. The customer advised physio-control that the device use did not contribute to the outcome of the patient.